Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the right ventricular grommet appears to show separation, possibly related to a backed out setscrew. (B)(4).

Event description:
It was reported that during the implant procedure, there was noise, no capture and out of range impedance measurements when the atrial and right ventricular (rv) leads were inserted into the device ports. The leads were disconnected, cleaned and reinserted; however, the non-capture and noise continued. The device was removed and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the ICD was further evaluated. Mechanical testing of the connector block was performed. Three different df-4 leads were used and three different is-1 leads for the atrial port. The leads inserted smoothly with no noticeable catches. The set screws could easily be tightened onto the leads. Evaluation of sensing behavior and lead impedance measurements were performed on three different days. Leads were attached, placed in saline, and oversensing and impedance were tested. Oversensing and impedance were checked for when the connector was wiggled, the case and connector were tapped, and when the case was squeezed and rubbed. No oversensing occurred. Lead impedance measurements were in range and fairly consistent . Several methods of simulating loss of contact were simulated: 1. Extending the setscrew into the bore prior to inserting the lead and pushing the lead as far as possible into the bore resulted in over-sensing and high impedance measurements. 2. Creating an intermittent connection of the set screw to the lead by having the setscrew touching the lead and then back the setscrew out slightly resulted in over-sensing when tapping on the case or shaking the device (less so on the ventricular channel than the atrial channel). When the atrial lead impedance was highly variable, this also somewhat affected the ventricular lead impedances. Extensive testing found no anomalies in the ICD. All the reported issues are indicative of a poor lead connection resulting in an occasional open circuit.

Event description:
It was further reported that the impedance measurements were out of range above the upper limit. It was also noted that tapping on the device generated noise on the rv lead.